Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with no delivery. Patient's blood glucose at the time of incident was 600 mg/dl. The customer treated the high blood glucose with manual insulin injection. Troubleshooting was initiated and the customer was advised to change the infusion set and reservoir. The customer confirmed that insulin exited the tube and that the pump did not alarm no delivery; the insulin pump was working as designed. No products were returned, replaced, or shipped.